Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 300 mg/dl for the past two days due to being sick. Customer indicated that the pump was being used to address bg levels. Recommendation was made to discuss diabetes management with health care provider. In addition, when attempting to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. It was confirmed that the customer had short acting insulin shots available for diabetes management.

Manufacturer narrative:
The failure investigation has been completed, and the customer complaint regarding the cartridge alarms was verified. Based on the analysis, the alleged high blood glucose issue reported by the customer could not be confirmed.